Manufacturer narrative:
Concomitant medical products: product ID: 3389-40, lot# unknown, explanted: (B)(6) 2014, product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Concomitant medical products: product ID 3389-40, explanted: (B)(6) 2014, product type: lead. Analysis of the lead found three broken conductors within 10 cm of conductor area.

Event description:
It was reported that the patient was examined for complaints of loss of therapeutic effect. Impedance measurements showed high, out-of-range impedances of > 2,000 ohms on all unipolar pairs and > 4,000 ohms on all bipolar pairs. ¿no problematic behavior¿ had reportedly occurred. Impedances measured with a test stimulator on the day of the revision surgery showed high impedances of > 10,000 ohms on all bipolar pairs. It was indicated that there were no problems with the implantable neurostimulator (ins) or adaptor; and the problem was isolated to the lead. The lead was subsequently replaced and the patient recovered.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.